Event description:
The device was implanted on 10/16/96 for infusion of 5fu and fluorouracil through the hepatic artery. On 6/5/97, the MFR received a report from its australian distributor detailing an incident which had occurred at a facility in their territory. The report, which was made by the surgeon, states that the pt experienced pain at the puncture site and leakage of fluid. On 4/10/97, there was leaking around the needle during a continuous infusion of 5fu. On 4/15/97, overnight, the device was leaking again (saline). The report also states that there was "angiographic leakage around chamber, clot at distal end on explant". The device was reported as being available for analysis.

Manufacturer narrative:
The MFR has completed its analysis of the returned device and the results are as follows: normal usage with no evidence of internal damage was seen on the silicone device septum. The 2" silicone device catheter showed no holes, cuts, tears or obstructions. The device was patent and did not leak when pressurized with air and fluid. While flushing the device, clear fluid with dark particles which tested positive for blood were collected. The dark particles wer ealso tested for the presence of "spheres" and noen were present. A review of the device history record was performed on this cat/lot number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this cat/lot number and no trends have been identified. The facility's report of leakage was not confirmed by the MFR's analysis of the returned device. Based on the available info, no conclusion could be drawn as to the cause of the device's reported leakage; however, the device performed as intended during the MFR's analysis. This device is part of the MFR's april 30, 1997 device recall due to the potential for residual metallic spheres in the beaded device catheter. No further details are available. The MFR is now closing its file on this event.